Event description:
It was reported by the patient that their device was reprogrammed and meds adjusted after a near fainting episode post implant. It was also reported by the patient to feel palpitations with the heart running away. It was further reported by the patient to have a wound check appointment and will ask for a device check as well. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).